Event description:
A paratrend 7fl sensor was returned to diametrics medidcal limited for investigation. It was reported by the initial reporter that the sensor was faulty-no ph measurement was possible. There was no report of any adverse event or injury to the pt. It was only when the investigation into the sensor began, that it was seen that the sensor had been damaged and a decison to report was made.